Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. The error code was in reference to "unexpected value". This is associated with an erroneous downstream occlusion (dso) sensor reading accompanying a correct upstream occlusion sensor reading. The dso trip point was functionally tested and found to be within specification. It was found that the dso seal had a bubble. The dso sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's dso sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.